Manufacturer narrative:
The customer did not return the 25 gauge illuminated flex curved laser probe for evaluation. The 25 gauge illuminated flex curved laser probe was packaged on june 27, 2019. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a laser probe would not fit through port during a surgical procedure for a retinal detachment repair. The procedure was completed with no harm to the patient.